Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen is black while operating, no display. Patient involvement unknown

Event description:
The customer reported the screen is black while operating, no display. Patient involvement unknown.